Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned. It was also noted that the ligator head returned with six bands attached and some were moved out of their original positions and overlapped. The trip wire was secured, and the slack was correctly taken up. It was also noticed that the trip wire was cut and kinked. Further inspection shows that the ligator head teeth were found bent and some of them were also broken. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. The customer provided one video that showed the ligator head while the user tried to deploy the bands and it was not successful. The band overlapped with the rest of bands that were observed moved out of their position. No issue was noted with the handle assembly. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend and break. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and deployment failure. The cut observed on the trip wire was inspected under magnification revealing that a mechanical tool was used to perform the cut, and this may be related to some technique applied by the user to separate the device from the endoscope as part of the procedure. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation and/or the technique used during the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anorectal anatomy during an endoscopic mucosal resection (emr). During the procedure, the coil could not pop out and was stuck. The physician used another speedband superview super 7 device from the same box and the same problem also occurred. It was reported that there was no difficulty experience when setting up the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a video of one of the devices was provided by the customer showing the device attempting to deploy outside the patient. The bands remained on the ligator head and became tangled.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anorectal anatomy during an endoscopic mucosal resection (emr). During the procedure, the coil could not pop out and was stuck. The physician used another speedband superview super 7 device from the same box and the same problem also occurred. It was reported that there was no difficulty experience when setting up the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a video of one of the devices was provided by the customer showing the device attempting to deploy outside the patient. The bands remained on the ligator head and became tangled.